Event description:
It was reported that the inner packaging was damaged, rendering the implant non-sterile. There is no additional information available.

Manufacturer narrative:
(B)(4). H3, the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. The reported event was confirmed. Visual evaluation of the packaging found the outer carton exhibits crush damage and the inner sterile packaging is cracked. Sterility is considered breached. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided for review. Root cause has been identified as transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.